Manufacturer narrative:
Device eval summary: device evaluations of battery chargers (B)(4), (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4) have been completed. The reported problem (physical damage to equipment) has been confirmed. Device evaluations of battery chargers (B)(4), (B)(4) and (B)(4) have been completed. The reported problem (physical damage to the chargers) has been confirmed. Upon eval the power brick connector would not stay connected to the chargers. The cause for the damaged connector cannot be positively determined. Device evaluations of battery chargers (B)(4), (B)(4) and (B)(4) have been completed. The reported problem (physical damage to the chargers) has been confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective battery chargers. The pts received replacement battery chargers. Device manufacture date: battery charger (B)(4), battery charger (B)(4): 06/2009, battery charger (B)(4): 09/2008, battery charger (B)(4): 01/2008, battery charger (B)(4): 09/2002, battery charger (B)(4): 01/2003.

Event description:
A (B)(6) contacted zoll customer support to report physical damage to battery chargers (B)(4), (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4). During servicing, reportable problems were discovered.